Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent a pacemaker implant procedure on (B)(6) 2019. During the procedure, the lead was inserted and properly positioned in the right ventricular apex. Prior to deploying the screw, capture threshold and impedance were measured and the values were within an acceptable limit. However, after deploying the screw, subsequent testing revealed no capture even at maximum output and pacing lead impedance was high, out of range. In the meantime, the patient became hemodynamically unstable with a background of dilated cardiomyopathy (dcmp) and bi-ventricular dysfunction. In the absence of echocardiogram availability, lead perforation was clinically diagnosed. The lead was capped and replaced to complete the procedure on (B)(6) 2019. Subsequently, the capped rv lead was explanted on (B)(6) 2019. The patient was stable before, during, and after the procedure. The patient recovered well and was discharged.